Event description:
A caller reported that the cartridge of the tandem mobi was damaged at the fill rod location and faced this issue twice on the same day. The problem did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. The customer was able to change the cartridge and successfully resume insulin therapy. Technical support agreed to replace the cartridge via RMA, and the customer acknowledged and understood this resolution.